Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing oversensing related to aberrancy and change in signal morphology. It was noted smart pass had disabled. The deice was re-optimized and smart pass was re-enabled. Troubleshooting was performed in an attempt to provoke noise. The gain was reset to 2x and the patient will continue with normal follow ups. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that another untreated episode was stored due to oversensing the following month, and later that day the patient received an inappropriate shock from the device. Data was submitted to technical services for review. The episodes showed t-wave oversensing at higher heart rates, despite the smart pass filter being enabled. Technical services discussed troubleshooting and testing all vectors at higher rates to see if the morphology change could be reproduced. If no vector showed suitable sensing qualities at elevated rates, a new screening should be considered, to see if a different system position might produce better results. The local field representative reported that the patient was seen in the clinic. A new s-ECG template was collected as the patient was experiencing some aberrancy that was similar in morphology to what was observed in the inappropriate shock episode. In addition, the conditional zone was increased to a rate cut off of 240 bpm. The sense vector remained in primary at a gain of 2x and the smart pass feature was still enabled. At this time, the patient wanted tachy therapy to remain programmed on, and was aware of the risks for inappropriate shock therapy. A new appointment was planned for the patient and physician to discuss future device options and a management plan. It was noted that the patient had received inappropriate shock therapy with their previous device, a first generation s-ICD. As of today, this device remains implanted and in service, with no adverse effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing oversensing related to aberrancy and change in signal morphology. It was noted smart pass had disabled. The deice was re-optimized and smart pass was re-enabled. Troubleshooting was performed in an attempt to provoke noise. The gain was reset to 2x and the patient will continue with normal follow ups. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that another untreated episode was stored due to oversensing the following month, and later that day the patient received an inappropriate shock from the device. Data was submitted to technical services for review. The episodes showed t-wave oversensing at higher heart rates, despite the smart pass filter being enabled. Technical services discussed troubleshooting and testing all vectors at higher rates to see if the morphology change could be reproduced. If no vector showed suitable sensing qualities at elevated rates, a new screening should be considered, to see if a different system position might produce better results. The local field representative reported that the patient was seen in the clinic. A new s-ECG template was collected as the patient was experiencing some aberrancy that was similar in morphology to what was observed in the inappropriate shock episode. In addition, the conditional zone was increased to a rate cut off of 240 bpm. The sense vector remained in primary at a gain of 2x and the smart pass feature was still enabled. At this time, the patient wanted tachy therapy to remain programmed on, and was aware of the risks for inappropriate shock therapy. A new appointment was planned for the patient and physician to discuss future device options and a management plan. It was noted that the patient had received inappropriate shock therapy with their previous device, a first generation s-ICD. As of today, this device remains implanted and in service, with no adverse effects reported.